Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. Unable to perform the displacement test due to the blank display. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had blank display after customer inserted new battery. Troubleshooting was done. Customer's blood glucose was 250 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to back up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.